Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic presented remotely. Stored electrograms conveyed that their implantable cardiac defibrillator exhibited post-paced t-wave oversensing. The patient did not receive inappropriate therapy during the oversensing. Programming changes were suggested and made. The patient would continue to be monitored.